Manufacturer narrative:
Correction: a medtronic representative reported that the navigation system shut down twice during the procedure. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system shut down without prompt from the user. It was reported that a recognition failure occurred on the system. The monitor then reverted to the registration prompt and the plan added disappeared. It was reported there was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.